Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer had failed. A field service engineer (fse) was informed that drawer 2.1 on the main station was not detected on the bus and had issues with recovery for pockets. Upon arrival on site, the station was inspected, and it was observed that all pockets on drawer 2.1 were not detected on the bus. The retractor band was replaced after powering down the station, and all connections to each controller board were reset to ensure connectivity. During the repairs, all other drawers 2.2 ¿ 6 were proactively checked and each controller board was reset. All rails on each drawer were inspected for functionality and tests were performed using the hardware test application to ensure proper operation. No malfunctions or issues were found during the rail inspection. However, for drawers the open/close sensor was found to be dislodged from the latch mount. The issue was corrected, and the sensors were reinserted into their proper place to ensure functionality. The station passed all tests in the hardware test application after all components were addressed. A visual preventive maintenance was performed. The open/close sensors were confirmed to be securely locked into place during the repairs. All rails and inspections were completed with no issues found. No further repairs were required at this time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 2.1 had off the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.